Manufacturer narrative:
Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/ fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The (B)(6) recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of lot 6827152 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: capsular contracture baker grade iii-IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation primary with 275cc smooth mentor memorygel breast implant has experienced postoperative bilateral capsular contracture, baker grade iii-IV on right and baker grade I-ii on left. Capsular contracture was confirmed by a physician. As a result, the patient underwent explantation and replacement with non-mentor (allergan) breast implants on (B)(6) 2020. This medwatch report is for the right-sided implant.